Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 9336265. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 2 picture samples were received for evaluation by our quality team. Through examination of the returned samples, one photo shows the case label and the drawing contains a luer slip syringe (this is per drawing dgl275705). The other photo shows a label with a drawing of luer lok (this is per drawing dgl295703). Investigation conclusion: based on the investigation and with the photos provided the symptom reported by the customer is confirmed. Root cause description: the root cause for this defect could be due to confusion regarding the syringe luer tip types, as there is now only one drawing for all the different types of luer tip syringes. It is recommended the hypodermic marketing team works with the customer to review changes with labeling. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for potential defects and other emerging trends.

Event description:
It was reported that 20 ml bd luer-lok¿ syringe had incorrect label information. This occurred on 6175 occasions before use. The following information was provided by the initial reporter: material no: 301031 batch no: 9336265. It was reported that during inspection, the inspector found that the image/diagram of the syringe tip is incorrect on the outside of the box. Per email: description of nonconformance: while performing the incoming inspection on this batch, the inspector found that the image/diagram of the syringe tip is incorrect on the outside label on the boxes. The outside label on the boxes has an image of a luer slip tip syringe but the product is a luer lock tip syringe. The vendor part # and the syringe (20ml luer lock) inside are correct for this product.